Event description:
The advocate stated that the customer tested his blood glucose and received a reading of 145 mg/dl using his contour meter. The customer was dizzy and not feeling well, so the advocate took him to the hospital. The hospital tested the customer's blood glucose at 369 mg/dl. The advocate did not know what type of treatment the customer received at the hospital. The advocate stated that the customer had not adjusted his insulin because his readings had been lower than usual. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.